Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was seated at the edge of pool and insulin pump had blank display. The customer blood glucose level was 127 mg/dl. It was also reported that contacts on the battery cap was neither missing nor damaged. It was also reported that the display did not returned after insulin pump restart. The insulin pump will be returned for analysis.